Event description:
As reported by user facility: patient was being started on magnesium sulfate for preterm labor. A continuous infusion was to be delivered at 2 mg/hr. After a few minutes the bag was empty. The infusion was stopped and the patient recovered after medical treatment. (B)(4).